Event description:
It was reported by service report that the scale was inaccurate and the power cord sheathing was torn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.